Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laproscopic sleeve gastrectomy procedure, the sealing device did not seal. Bleeding of less than 250cc occurred after opening the jaw of the device. Generator was functioning correctly and provided the correct energy for appropriate seal. There was no patient injury.